Manufacturer narrative:
Date sent: 7/13/2007. Evaluation summary - the analysis results confirmed that the jaws had become yielded and could not hold a clip properly, making the instrument nonfunctional. While no conclusion could be reached as to how this damage had occurred, we have documented the reported circumstances and analysis results. The batch record was reviewed and no anomalies were noted during the manufacturing process. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
The event was reported by the customer, the clip applier isn't working. No patient involvement was reported. No patient consequence occurred. One device to be returned for analysis by the customer.